Event description:
The pt received the scs sys on (B)(6) 2005. It was reported that it takes longer for the pt to charge his ipg using his charging sys. The pt has been reported to have stimulation coverage. A replacement charging sys has been sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.